Event description:
A peritoneal pt reported that the cycler had been having fill complications and hadn't been working properly. He believes fluid got in it from the cassette leaking. There is no report of pt ill effect. No sample is available for eval.

Manufacturer narrative:
There was no sample returned for eval, therefore, the complaint is deemed as unconfirmed. No further investigation is required. Event data will be trended per quality data analysis procedure.